Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Customer support guided the caller through the process of filling and loading a new cartridge on the pump, after which they successfully saw drops of insulin at the end of the tubing. The caller was able to resume insulin delivery.